Event description:
On (B)(6) 2013, it was reported that this vns patient was seen on (B)(6) 2013 with high impedance (6395 ohms). The patient's settings were 2.0 ma output current, 250 usec pulsewidth, frequency 25 hz. A system diagnostic test indicated 1.0 ma current delivered. The patient was previously seen in clinic in (B)(6) 2012 with normal lead impedance (4012 ohms).there was no worsening of seizure status. Additional information was received indicating that the programming and diagnostic history was unavailable. The patient's device was not programmed off at the time of high impedance as it appeared to be delivering most of the output current (1.75 ma) which was 0.25 ma below what it was supposed to be delivering. The patient was referred back to another facility for x-rays. No x-rays have been received. Surgery is likely but has not taken place.

Manufacturer narrative:
Review of programming history. Device failure is suspected but did not cause or contribute to a death.